Manufacturer narrative:
Batch review performed on (B)(6) 2021 lot 1907627: 15 items manufactured and released on 02-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, 10 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection (pathogen is unknown). About 6 months after the first revision surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully. The patient had a primary with competitor implant, medacta implant was implanted in the first revision.